Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
The complainant alleged the device displayed a "run time calibration 1051" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical for evaluation. The malfunction was observed and the auto cal valve was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.